Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following a toric intraocular lens (iol) implant procedure performed by a different surgeon, the lens rotated off axis. The medical records indicate that following the initial implant procedure, the lens rotated, therefore the implanting surgeon performed a second procedure to rotate the lens back into position. The medical records also indicate that the patient had a corneal abrasion following the additional procedure and experienced pain. Following the procedure to rotate the lens back into position, the lens rotated again. Per the medical records, the implanting surgeon blamed the event on the patient having a large capsule causing the lens to rotate. The patient requested a second opinion with a second surgeon who reported the lens was off axis due to lens rotation, and would require an additional procedure to rotate the lens. An additional procedure was performed by the second surgeon who rotated the lens back into position. This report is from the second surgeon. A follow up was performed with the second surgeon who reported that he does not blame the lens for the outcome, the patient has a large capsule causing the lens to rotate. The surgeon also reported the procedure was performed with no complications. Additional information has been requested.